Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the condition of cord damage was found. During service, the device's pre-repair diagnostic assessment noted "damaged wires." If additional info becomes available, a supplemental report will be submitted.

Event description:
Report received from (B)(6), stating that the device was being returned for routine maintenance. During service of the device, it was found that the device had cord damage. It is known that the device was not being used during surgery and no pt or user injury or medical intervention occurred. There was no additional info provided.